Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a burning sensation from their homechoice device during fill and dwell cycles of peritoneal dialysis therapy. During follow up, the nurse reported that they reviewed the set up with the patient and determined that the patient&#38112;technique was correct. The temperature setting on the homechoice device was noted to be at 37 degrees celsius. To resolve the issue, the patient was given a homechoice device from their dialysis clinic and was performing therapy with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.